Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advanced to next fill when slow/no flow occurred above the minimum drain volume threshold. If any additional information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, three increased intra-peritoneal volume (iipv) event were identified which occurred during the therapy initiated on (B)(6) 2012 at 08:57:54. During night drain cycle four, the patient's ultrafiltration reading was 642ml, indicating the home patient (hp) drained 642ml more than their maximum programmed fill volume of 600ml. This information meets iipv criteria. No additional information is available.